Event description:
As reported by the field clinical specialist (fcs), during a right-side transfemoral tavr (transcatheter aortic valve replacement) procedure with a 29mm sapien 3 ultra resilia valve in the native aortic position, there was difficulty pushing the valve out of the distal end of the 16fr esheath+, and the distal tip of the esheath+ became torn. The valve was successfully implanted in the intended position. The 29mm commander delivery system was removed from the patient, then the esheath+ was removed. There was no injury to the patient, and the esheath+ is available for return/evaluation. The patient is in stable condition. No images of video are available for this event.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h3, h6: investigation findings, investigation conclusions and h11 have been updated. Additions to sections h6: component code and type of investigation. The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The device was returned for evaluation and the following pre-decontamination observations were made: 16fr esheath+ returned with introducer fully inserted and unlocked, sheath shaft and introducer curvature (likely due to packaging), liner fully expanded, distal tip torn radially along distal liner edge and axially, high-density polyethylene (hdpe) stretching at distal tip tear, soft tip damage/stretching, scratches along shaft and distal tip, and all score lines present. In this case, the complaints of torn distal tip and difficulty advancing through sheath were confirmed based on the evaluation of returned device. Sheath distal tip tears may result from a combination of multiple contributing factors. The tip expansion mechanism may be influenced by inherent variation in the manual tip scoring process and/or by other manufacturing-related factors. Additionally, patient or procedural factors, such as challenging anatomy or non-coaxial advancement angles, may exacerbate interference between the valve and distal tip, leading to increased resistance and potential tearing during system advancement. In this case, patient's access characteristics are unknown. High push forces applied to overcome resistance during system advancement can further contribute to tip tearing. While multiple contributing factors have been identified, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. An investigation has been opened to determine the root cause and implement any necessary corrective actions.